Event description:
It was reported by the customer that a pyxis medstation es system prompting drawer failed error message, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined there was read write error message on cubie failure. A field service engineer released cubies and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.